Event description:
Toothbrush head broke - oral-b [device breakage], product counterfeit - oral-b [product counterfeit] . Case narrative: consumer via e-mail stated that the oral-b toothbrush head broke. No injury was reported. 29-oct-2024 follow up via pictures: the suspect product was oral-b power oral care refills sensi ultrathin. The suspect product lot was 2119b21100. No injury was reported. 30-oct-2024 follow up via digital safety assessment survey: the consumer was a 62-year-old male. No injury was reported. 19-dec-2024 case update from information initially received on 18-dec-2024: the suspect product lot was 2119b211q0. No injury was reported. 09-jan-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
09-jan-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Toothbrush head broke - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head broke. No injury was reported. 29-oct-2024 follow up via pictures: the suspect product was oral-b power oral care refills sensi ultrathin. The suspect product lot was 2119b21100. No injury was reported. 30-oct-2024 follow up via digital safety assessment survey: the consumer was a 62-year-old male. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.